Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, when the 20fr non-medtronic sheath was removed, a dissection was noted in the right common iliac artery (cia). A stent was implanted, and hemostasis was achieved. No additional adverse patient effects were reported.